Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va0mp8d, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-33, serial/lot #: (B)(4), ubd: 15-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they were scheduled for a lead revision on (B)(6) 2018. The patient reported their doctor took an x-ray on (B)(6) 2018 and told the patient their wires were hanging down and not in the correct position. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3889-33 lot# va0mp8d serial# implanted: 2015(B)(6) explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the device was ¿not functioning.¿ it was recommended that they follow up withtheir healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was asked if the cause of the leads hanging down and not being in the correct position was determined. The healthcare provider responded that an x-ray was performed due to poor efficacy and need for high amplitudes (>3.5) despite programming. The lead had been placed by a different healthcare provider and on the x-ray it was quite lateral in s3. They decided upon lead revision to see if they could salvage the therapy. It was reported the patient's weight at the time of the event was irrelevant.